Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00195. The date of the events is unknown. According to the article all implants were completed between april 2015 to april 2019. For this reason, the first day of the range was used as the occurrence date.   Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure.   According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure.  According to literature review, and as documented in  a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker.    In this case, there is insufficient information to confirm the cause of the reported event. It is possible that the conduction disorder was caused by the mechanism explained in the technical summary mentioned above.   There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through a literature article, ¿junctional rhythm following transcatheter aortic valve replacement¿, a single-center study included 301 patients that underwent tavr procedures with the sapien 3 valve from april 2015 through april 2019. Per the authors, one patient who had a 29mm sapien 3 valve implanted experienced junctional rhythm 2 days post tavr. The patient had sinus rhythm at baseline and a pre-existing right bundle branch block (rbbb) was present.  The junctional rhythm did not return to sinus rhythm and a baseline rbbb and left anterior fascicular block was observed on the postprocedural ECG. A permanent pacemaker was implanted 1 day post-tavr.